Manufacturer narrative:
Insulin pump received with broken battery tube threads, broken reservoir tube lip, stained address, serial number label and cracked belt clip slot. The p-cap does not lock into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was broken. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.